Manufacturer narrative:
Concomitant medical product: product ID: 4068-52 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed occasional far-field r-wave oversensing on right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.